Manufacturer narrative:
Additional information: there were multiple additional lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8197833. D.4. Medical device expiration date: 6/30/2021. H.4. Device manufacture date: 7/16/2018. D.4. Medical device lot #: 8225544. D.4. Medical device expiration date: 7/31/2021. H.4. Device manufacture date: 8/13/2018. H.6. Investigation summary: DHR reviews were performed on all possible lot numbers. DHR review was performed on lot number 8172681; the lot number was built / packaged on nfa line 1 from 26jun18 thru2-jun18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot number. DHR review was performed on lot number 8197833; the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. DHR review was performed on lot number 8225544; the lot number was built / packaged on nfa line 1 from 15aug18 thru 17aug18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot number. Received one used nexiva 20ga unit from the catalog number 383537; lot number unknown. Received four submitted photos for review: photo one displayed a 20ga extension tubing wrapped in gauze and surgical tape with the winged adapter loose. Photo two displayed view of the port of the winged adapter that the extension tubing would be attached to. Photo three displayed the end of the extension tubing. Photo four displayed from view of photo three. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter. Based on the evaluation of the submitted photos; the photos displayed the extension tubing was separated from the winged adapter. Which is the same finding as that of the evaluation of the returned unit. Probable root cause: manufacturing ¿ the defect separation inserter from tubing was identified and confirmed. This defect was created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that the extension tube on a bd nexiva¿ closed IV catheter system detached from the wing and blood leaked out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube on a bd nexiva¿ closed IV catheter system detached from the wing and blood leaked out.